Event description:
Report rec'd of air-in-line distal to the pump with no pump alarm. The pump was programmed to deliver vancomycin 250ml at 125ml/hour. It was reported that a new tubing set was used and completely primed. The cassette was inserted into the pump and the pump was turned to run at 10:00pm. At approx 11:50pm, the nurse returned to the pt's room to check the infusion. It was reported that at this time, the fluid bag and the entire length of the tubing proximal and distal to the pump all the way to the pt's heparin lock was filled with air. There were no reported pump alarms. The pump was removed from clinical service and immediately sent to the biomed dept. There was no reported adverse event to the pt. No medical interventions were required for the pt.